Manufacturer narrative:
A ge representative evaluated the system and found the customer was trying to use the system in an incorrect mode. The system operates as intended.

Event description:
It was reported that the system would not display an image. No patient injury was reported.